Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose was elevated. Customer declined to provide further information or perform troubleshooting. Reportedly, customer discussed event with a healthcare provider.